Event description:
Administered only half amount of the medication [incorrect dose administered] unable to inject the medication from prefilled syringe as medication was clogged [needle issue] . Case narrative: this initial spontaneous report concerns adverse events incorrect dose administered and needle issue in a 52-year-old female patient (race not reported) from the united states. The patient's age at the time of experience was 52 years. On 25-nov-2025, amneal pharmaceuticals received information from medical assistant via telephonic call concerning above mentioned event experienced by the patient while on amneal's medroxyprogesterone acetate prefilled single-dose syringe. On an unknown date in (B)(6) 2024, the patient was being treated with medroxyprogesterone acetate prefilled single-dose syringe, 150mg/ml (ndc: 70121-1480-1, batch/lot: 240155, expiration date: may 2026, serial number: (B)(6) intramuscular use for an unknown indication. Co-suspect medication, concurrent condition, concomitant medications, history of allergy, medical history, history of procedures, surgeries, laboratory tests and recreational drug use/alcohol use were not reported. It was reported that on (B)(6) 2025 patient received a sealed medication from and on unknown date in (B)(6) 2025 while injecting the medication to the patient she observed that they were unable to inject the medication from prefilled syringe (needle size used: 22g 1/2 needle and angle of needle penetration in rubber stopper: 90 degree) as medication was clogged. Further she confirmed that they administered only half amount of the medication to patient. Last action taken with medroxyprogesterone acetate to incorrect dose administered and needle issue was not applicable. De-challenge and re-challenge were not applicable. The outcome of events of incorrect dose administered and needle issue was unknown. The reporter¿s causality for the events of incorrect dose administered and needle issue was not reported. This case was considered serious. The reportability of this case was expedited. This significant follow up (#1) information received on 30-dec-2025. New information received includes investigation report, attached with this case. During the investigation that arose after the complaint received on 29-nov-2025, which was notified by customer amneal, relating to an impossibility to administer medication as needle got clogged, the following points were confirmed: retention and reference samples were compliant. Compounding, aseptic filling, visual inspection and secondary packaging processes of batch 240165 were conforming. No record found in relation to the issue reported. Dose control ipcs (including visual closure integrity check of the units) reviewed and confirmed to be compliant. The related raw materials and primary packaging batches used on the manufacturing of batch are compliant and have been used for the manufacture of other released final units. Batch records documentation was reviewed with no issues related to claimed defect. Inspection of particles and visible defects with no anomalies. Stability results reviewed with no detected issues. Cc release testing (and specifically gluing force and break loose) reviewed with compliant results. Apr reviewed with no issues neither in visual inspection nor in release testing or stability testing. After finishing investigation, it was concluded that issue is not likely to have occurred during manufacturing process performed in farmalan premises. Bearing in mind all the previous information, batch 240165 maintains its status as conforming as it has no impact on product quality, efficacy or safety. The units that are in the market and that have already been released are not implicated for this complaint. Last action taken with medroxyprogesterone acetate to incorrect dose administered and needle issue was not applicable. De-challenge and re-challenge were not applicable. The outcome of events of incorrect dose administered and needle issue was unknown. The reporter¿s causality for the events of incorrect dose administered and needle issue was not reported. This case was considered serious. The reportability of this case was expedited. This case has aepqc associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.

Event description:
Administered only half amount of the medication [incorrect dose administered] unable to inject the medication from prefilled syringe as medication was clogged [needle issue]. Case narrative: this initial spontaneous report concerns adverse events incorrect dose administered and needle issue in a 52-year-old female patient (race not reported) from the united states. The patient's age at the time of experience was 52 years. On 25-nov-2025, amneal pharmaceuticals received information from medical assistant via telephonic call concerning above mentioned event experienced by the patient while on amneal's medroxyprogesterone acetate prefilled single-dose syringe. On an unknown date in (B)(6) 2024, the patient was being treated with medroxyprogesterone acetate prefilled single-dose syringe, 150mg/ml (ndc: 70121-1480-1, batch/lot: 240155, expiration date: may 2026, serial number: (B)(6)) intramuscular use for an unknown indication. Co-suspect medication, concurrent condition, concomitant medications, history of allergy, medical history, history of procedures, surgeries, laboratory tests and recreational drug use/alcohol use were not reported. It was reported that on (B)(6) 2025 patient received a sealed medication from and on unknown date in (B)(6) 2025 while injecting the medication to the patient she observed that they were unable to inject the medication from prefilled syringe (needle size used: 22g 1/2 needle and angle of needle penetration in rubber stopper: 90 degree) as medication was clogged. Further she confirmed that they administered only half amount of the medication to patient. Last action taken with medroxyprogesterone acetate to incorrect dose administered and needle issue was not applicable. De-challenge and re-challenge were not applicable. The outcome of events of incorrect dose administered and needle issue was unknown. The reporter¿s causality for the events of incorrect dose administered and needle issue was not reported. This case was considered serious. The reportability of this case was expedited.